Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with capped rod having l4/5 posterior lumbar interbody fusion therapy for spinal instability. It was reported that the capped end of the rod became lodged in the tulip of the screw head while inserting the set screw. Set screw was ground down onto the capped end and ground off several metal shards. Rod became stuck into the tulip and had to be pulled out firmly with a rod holder. Surgeon reflected that they should have confirmed their rod placement before putting in set screws. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that the capped end of the rod was ground down and metal shards were created while within the patient. Metal shards were all removed immediately as it happened.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.